Event description:
An amo company representative reported that a surgeon experienced a mild corneal burn in the patient's operative eye during a cataract extraction procedure of a 3+ cataract. As a precaution a single suture was used to close the incision. The patient has recovered and is doing well.